Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the chemistry cartridge (cc) syringe t-valve located in the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were generated during this malfunction. There was no death or serious injury and no affect on patient treatment was associated with this case.

Manufacturer narrative:
Troubleshooting (ts) the analyzer verified the location of the leak in the chemistry cartridge (cc) sample syringe t-valve. The t-valve was replaced and primed, which resolved the issue based on a verification post-run. Upon reoccurrence, the hardware failures could cause erroneous results on any chemistries and patient treatment is likely to be impacted.